Event description:
It was reported that this device recorded a Code 1005 indicative of an open circuit condition during shock delivery on this right ventricular (RV) lead. External defibrillation and cardiopulmonary resuscitation (CPR) were performed, and the patient was intubated. Device interrogation confirmed a Code 1005. Technical Services (TS) reviewed the stored episodes and determined that one ventricular fibrillation (VF) episode was successfully converted with shock therapy but undersensing was noted, requiring an additional shock for conversion. A subsequent episode appeared consistent with atrial fibrillation (AF) with rapid ventricular response (RVR), during which multiple shocks were delivered. High out of range shock impedance greater than 125 ohms was observed, and was consistent with calcified leads. TS also noted low right ventricular intrinsic amplitudes, recommended replacement of the RV lead, and advised evaluation of the right atrial (RA) lead due to loss of capture (LOC) and a decrease in pacing impedance measurements. The patient was intubated and unconscious. No additional adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.